Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during a rotator cuff procedure, the lower jaw of the smi-02ap broke when the surgeon grasped the tissue and tried to pass the needle. The broken jaw was recovered in one piece with a grasper. The procedure was completed with "other clamp" and 10 minutes surgical delay. No patient injury was reported. Upon gathering additional information, it was reported that the patient is recovering as expected and no additional treatment or hospital stay was required. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
Corrected data: (B)(4). Manufacturer narrative: the used device was returned to conmed for evaluation. Visual inspection of the device found the lower jaw had broken off in the central location and the remaining lower jaw is bent and still attached to the device's shaft; the broken piece was not returned. Upon use testing, the mechanism felt normal. This is a technique dependent device. The service history of this device was reviewed and no data was found. This device is a vendor item. Upon receipt, 100% of the devices are received with a test data sheet provided by the manufacture. This document was reviewed, accepted and maintain in receiving inspection. (B)(4). The instructions for use advises the user of the following. Device is not to be used on bone or similar hard tissue. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.